Manufacturer narrative:
(B)(4). The complaint for air in tubing was confirmed. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted global technical service (gts) regarding assistance starting over with new supplies on the home choice (hc) during use. The home patient (hp) stated, she connected herself and then noticed there was a lot of air in the patient line and she wanted to reprime the line. Gts explained proper setup procedures. Gts then assisted the hp to cycle power and to start over with new supplies. Product surveillance (ps) spoke with the hp's clinic. After leaving a detailed message regarding the use error and review of proper procedures with the receptionist, she stated that connection procedures are reviewed with the patients monthly. The receptionist said she would have a nurse call back if there were any complications as a result of the incident. The patient was involved but there was no serious injury or medical intervention reported.